Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review investigation logs. A field service engineer (fse) went onsite to investigate the unit. The fse performed various passing tests on the robot and was unable to find any issues. Investigation logs were provided to the product surveillance team and reviewed by a subject matter expert. The logs show a 5-5.5mm over-resection in the distal femur validations, confirming the reported event. There were no software anomalies identified in the logs which would have caused or contributed to the reported events. The logs show a significant orientation change (about 1°) between the base tracker and the camera between the end of the 6-points registration and the beginning of the femur distal resection. This orientation change was not accompanied by significant movement (0.42mm). There were numerous other orientation changes accompanied by small (1-2mm) movements between the base reference and the camera during the tibial flow, further pointing toward an instability of the base reference. The logs went almost directly from collaborative mode to validation mode. This suggests the cuts were performed in collaborative mode, which was confirmed by the representative. Live cut values were available for the majority of the cut flow and were, on average, 0.5mm under target with dips as low as 4mm. Values were never more than 0.5mm over target. During the validation mode, the live cut values were, on average, 2.0mm under target with dips as low as 4.5mm. The live cut values were always under target. This can be indicative of a femur that is improperly pinned to the cut guide or not pinned at all. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause is unable to be determined with the information available. Contributing factors, based on the facts observed in the logs, include: movement of base reference/tracker. Movement of the bone versus cut guide (cut in collaborative mode). Sections 11.3 and 11.4 of the rosa knee user manual and surgical technique indicate that femur and tibia resections should be performed in stationary mode. Section 4.1 indicate the robotic unit should not move once the immobilization system is locked. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, h2, h3, h6. H1: upon reassessment of the reported event, it was determined that during the trialing and implantation process, it is normal practice to make intraop decisions and size adjustments based upon fit and feel feedback. When an abnormality in anatomy or fit is noted, it is common to use bone cement, bone fillers, autograft/allograft bone, or augments to balance and stabilize the joint during the healing process. In this particular case, the surgeon chose a screw to normalize the joint space. There were no fractures or harm to the healthy bone, and the implants were placed successfully without reported complication. Therefore, this event is not considered a serious injury. Reported event was confirmed by an onsite evaluation. A field service engineer (fse) was onsite to investigate the unit. The fse performed various passing tests on the robot and was unable to find any issues. Investigation logs were provided to the product surveillance team and reviewed by a subject matter expert. The logs show a 5-5.5mm over-resection in the distal femur validations, confirming the reported event. There were no software anomalies identified in the logs which would have caused or contributed to the reported events. The logs show a significant orientation change (about 1 degree) between the base tracker and the camera between the end of the 6-points registration and the beginning of the femur distal resection. This orientation change was not accompanied by significant movement (0.42mm). In the worst case scenario, this change of orientation could produce up to a 10mm cut discrepancy. There were numerous other orientation changes accompanied by small (1-2mm) movements between the base reference and the camera during the tibial flow, further pointing toward an instability of the base reference. The logs went almost directly from collaborative mode to validation mode. This suggests the cuts were performed in collaborative mode, which was confirmed by the representative. Live cut values were available for the majority of the cut flow and were, on average, 0.5mm under target with dips as low as 4mm. Values were never more than 0.5mm over target. During the validation mode, the live cut values were, on average, 2.0mm under target with dips as low as 4.5mm. The live cut values were always under target. This can be indicative of a femur that is improperly pinned to the cut guide or not pinned at all. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Contributing factors, based on the facts observed in the logs, include: movement of base reference/tracker. Movement of the bone versus cut guide (cut in collaborative mode). Sections 11.3 and 11.4 of the rosa knee user manual and surgical technique indicate that femur and tibia resections should be performed in stationary mode. Section 4.1 indicate the robotic unit should not moved once the immobilization system is locked. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the rosa robotic unit over resected 5-6 mm on distal femur. Cuts were made in collaborative mode with leg in stable knee positioner and all trackers seen. Small fragment screws were used to aid in distal femur fixation on implant due to over resection. There was a fifteen (15) minute delay. No additional information available.